Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the sliding member. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was a white substance found on the exposed defibrillator coil, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during the implant attempt, the lead was dropped rendering it unsterile. The lead was not used and was replaced. No patient complications have been reported as a result of this event.